Event description:
Patient was implanted with cervical plate and screws. On a follow-up visit, x-rays show signs of screw back-out. There was no report of the patient being revised, nor intentions to do so.